Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia / bleeding') and embedded device ('the wires at the right cornu appear to be embedded within the myometrium') in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), tooth disorder ("dental issues"), joint injury ("knee problem") and headache ("headaches"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia, embedded device, pelvic pain, dyspareunia, tooth disorder, joint injury and headache outcome was unknown. The reporter considered dyspareunia, embedded device, headache, joint injury, menometrorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: left side 3 trailing coils, right side 4 trailing coils. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia / bleeding') and embedded device ('the wires at the right cornu appear to be embedded within the myometrium') in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), tooth disorder ("dental issues"), joint injury ("knee problem") and headache ("headaches"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia, embedded device, pelvic pain, dyspareunia, tooth disorder, joint injury and headache outcome was unknown. The reporter considered dyspareunia, embedded device, headache, joint injury, menometrorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: left side- 3 trailing coils, right side- 4 trailing coils. Lot number:629142 manufacturing date:2009/01 expiration date:2012/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.